Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 400 mg/dl at time of incident. Customer states the pump was getting a faded image, open book image and pump is alarming, pump was flashing a red light and vibrating. The pump shows some signs of physical damage, scraped but no cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis. Frn model unknown reservoir.

Manufacturer narrative:
Updated concomitant products.